Event description:
A customer in morocco notified biomérieux of obtaining underestimated results when testing a patient¿s samples using vidas tsh 60 tests (ref. 30400, batch 1009061670, expiry date (B)(6) 2022). Patient results on (B)(6) 2022 for sample (B)(6).: - results using vidas tsh 60 tests batch 1009061670 on mini vidas at 01:04 pm: < 0.05 ui/ml (hyperthyroidism) - result of retest using vidas tsh 60 tests batch 1009061670 on mini vidas retest at 04:09 pm : 0.05 ¿ui/ml (hyperthyroidism) patient results on (B)(6) 2022 for new sample (B)(6).: - results using vidas tsh 60 tests batch 1009061670 on mini vidas at 11:49 am : 0.07 ui/ml (hyperthyroidism) - it was reported that ft3 and ft4 were normal (ft4 result using vidas ft4 60 tests ref. 30402 lot 1009033290=15.75 pmol/l) - result from another lab (method not known): 1.12 ¿ui/ml (euthyroidism); reference values [0.27 ¿ 4.2] ¿ui/ml - result from another lab (cobas method): 1.01 ¿ui/ml (euthyroidism); reference values [0.25 ¿ 5.0] ui/ml qcv results from (B)(6) 2022 were provided and were conform. The patient was not on any thyroid treatment. The c1 control was run on (B)(6) 2022 and passed. There was no indication that patient harm, incorrect treatment or delayed results occurred as a consequence of this issue. A biomérieux internal investigation will be initiated. Note: reference 30400 is not sold or distributed in the united states. However, there is a similar device, u.s-only product reference, 30400-01.

Manufacturer narrative:
An internal investigation was performed following a notification from a customer in morocco that they obtained underestimated results when testing a patient's samples using vidas tsh (ref. (B)(4) , lot 1009061670, expiry date 25-oct-2022) compared to two other tsh methods. Investigation results: complaint analysis: at the date of investigation, no other complaints were recorded for underestimated results with vidas tsh (ref. (B)(4), lot 1009061670). Tests/analysis performed. There was no kits returned from the customer. Study of internal samples' control charts: this analysis was carried out on 4 internal samples with euthyroid targets using 7 batches of vidas tsh (ref. 30400) including the lot mentioned by the customer. All values were within specifications and customer¿s lot is in the trend of the other lots. Tests of internal samples using retained kit. Biomérieux's complaints laboratory tested 3 internal samples with euthyroid targets using the retained kit of vidas tsh (B)(4) lot 1009061670 mentioned by customer. The samples' results were within their expected specifications. There was no change in interpretation for the samples. No evolution over time of batch 1009061670 was observed. Root cause analysis and conclusion. According to all information above, no anomaly was highlighted with the control chart analysis and the analysis of quality data of vidas tsh lot 1009061670. The complaints laboratory did not reproduced the customer¿s issue on internal euthyroid samples. Without the concerned sample available, the investigation could not be further pursued. Therefore, no obvious root cause could be identified. According to the package insert for vidas tsh (B)(4), section about limitations of the method: interference may be encountered with certain sera containing antibodies directed against reagent components. The results of a tsh assay must be interpreted as part of a complete clinical profile. In case of discrepancy, this assessment must be completed by thyroid hormone measurement. The data mentioned above did not highlight any evidence for reconsideration of vidas tsh (B)(4) lot 1009061670's performances.